Manufacturer narrative:
D4: the part number / model number and lot number information for product was unfortunately unknown. The health care professional survey only stated that aquacel extra dressing was used. However, it is unclear what aquacel extra dressing was actually received. Therefore, the nearest model number has been captured as 420671. E1: name of affiliation: (B)(6). The information was received from an anonymous survey of health care professional (hcp) who were trailing the product. This was a clinical post market survey provided to clinicians trailing the product and providing feedback and information on their product experience. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
It was reported that dressing was difficult to remove since it cannot be removed without trauma to wound bed. The information was received from an anonymous survey of health care professional (hcp) who were trailing the product. The product was used by patient. No photo is available at this time.